Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 525 mg/dl. Customer also had blood glucose level was 536 mg/dl. Customer stated that the emergency medical services was dispatched. Customer was in intensive care unit. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by manual injections. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the unit and passed. Unit had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and a stained end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).